Event description:
The passy muir valve from a & m biomedical is remarkably similar to the new tube feeding spike tops. Recently, I was working on nights and was spiking a new tube feeding bottle -we use another co's products- when I looked on the patient's bedside table at his passy muir valve -a talking trach button- and noticed how similar the valve and the button that gets removed from the tube feeding bottle is. They are exactly the same shade of purple. Diagnosis or reason for use: allows patients to talk through trach while using.